Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient provided a note from their dds that stated, "maxillary lateral incisors (#7 and #10) rotated and displaced to the palatal. Lower left canine and lateral incisor (#22 and # 23) had been noticeably rotated out of alignment. Before beginning treatment, her teeth were nearly completely straight. Her occlusion, tooth position, and smile esthetics are worse now than when she began. Recommend ceasing treatment immediately before more occlusal issue or temporomandibular joint dysfunction develop.